Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from knw to fds.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. The instruction manual warns users "inspect the valve¿s slit and/or hole for damage. Otherwise, pieces of it could fall off. Inspect the biopsy valve for cracks or other damage."

Event description:
Olympus was informed that during an unspecified diagnostic procedure, the inner portion of the biopsy valve broke off and fell inside the patient. The surgeon made several unsuccessfully attempts to retrieve the device fragment. The user facility reported that prior to the breakage an endoscopic suturing instrument was passed through the biopsy valve. It was reported that the surgeon expects the patient to excrete the valve naturally. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported it was unknown if the valve was inspected prior to use.